Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump and data download are not recording the total bolus history. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related issues. The pump successfully completed a prime sequence, bolus deliveries and 24-hour exercise test without issue or alarm. All deliveries performed during investigation were appropriately recorded in the pump¿s history. The pump history was accurately and successfully downloaded through diasend software. Unrelated to the complaint, a battery compartment crack was observed. The display was discolored. (B)(4).